Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-testing of the balloon, an air leak was found. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The cuff pressure of the clear tracheal cuff and the blue cuff was tested by inflating the cuffs to 25mbar using a calibrated endotest meter. It was observed that the cuff pressure of the tracheal cuff maintained at 25mbar whereas the blue cuff deflated rapidly. The device was immersed in water and air bubbles were observed coming from the blue cuff. The area of leakage was identified and a small cut mark was observed. Based on the investigation performed, the reported complaint was confirmed. Since the failure was detected prior to use, it is possible that the defect occurred during manufacturing. A nc was opened to address this issue.

Event description:
The customer alleges that during pre-testing of the balloon, an air leak was found. No patient injury reported.